Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon (iab) therapy, a 71-year-old male patient was reported to require iabp support following a coronary intervention on the afternoon of (B)(6) 2025. After successful implantation of the iabp balloon, the inflation and pacing functions were suboptimal. The device issued an alarm, prompting an investigation of the iabp circuit. A different device was employed, but the same malfunction was observed. The patient necessitated supportive care. A new iabp balloon was subsequently installed, with inflation and pacing functions operating normally.

Manufacturer narrative:
Updated fields: a4, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings,component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h1 (type of reportable event).

Event description:
N/a.